Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the lead was explanted and replaced.

Event description:
It was reported that the right ventricular (rv) lead had exhibited undersensing, as well as, cross chamber sensed beats. It was confirmed the lead had dislodged, however, became stuck in a stable position when it pulled back. The lead was reprogrammed. During a follow up visit, a lead revision was planned. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.